Manufacturer narrative:
Model number/catalog number: (B)(4) serial number null batch/lot number: 806336004 model/catalog description lgx preconnect ms 18cm ps iz.

Event description:
It was reported that the patient experienced unspecified issues with a six year old inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced reservoir herniation into the scrotum. The patient did not experience any additional adverse events. It was also stated that the current status of the patient was unknown due to the physician not having seen the patient back yet. No more information available at the moment. Should additional information become available, it will be provided.